Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 6. The drain volume was 2658 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be insufficient drain: one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. A service history review was performed and no issues were identified that may have contributed to the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). On (B)(6) 2011, baxter product surveillance left a detailed message for the peritoneal dialysis (pd) registered nurse (rn) providing the results of the evaluation. Should additional information become available, a follow-up report will be submitted.